Event description:
Pt contacted nurse saying her catheter was "broken". Nurse visited pt and found only external portion of catheter. Reportedly, catheter had jagged edge at break. Nurse was unable to find internal portion of catheter. On 3/20/97 pt went to urologist and had cystocopy. Portion of catheter was not found.